Manufacturer narrative:
The device was returned to olympus for inspection. A root cause and the type of foreign material could not be identified. The event can be detected/prevented by following the instructions for use which state: instructions for use states the detection method in sif-q260 operation manual chapter 3 preparation and inspection. Instructions for use states the preventative measures in sif-q260 reprocessing manual chapter 3 cleaning, disinfection and sterilization procedures. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the videoscope exhibited foreign material in the air/water nozzle. There was no patient involvement.